Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended and resulted in the customer's blood glucose decreasing to 54 mg/dl. Customer consumed carbohydrates to address bg. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event. Recommendation was made to discuss diabetes management with a health care professional and reportedly customer continued to use the pump for insulin therapy.